Manufacturer narrative:
H6: updated investigation findings and conclusions codes.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale. The device was successfully implanted; however, within an hour it was reported that the patient had a pericaridal effusion and would be taken back to the catheterization lab for draining of the effusion. The physician reported "I think it might be the ice", which is the 8fr biosense webster intra-cardiac echocardiography catheter that may have caused the effusion. It was reported the effusion could not be drained in the lab and the patient was taken to the operating room to perform a pericardial window for drainage. It was reported that the patient is doing well after a successful pericardial window procedure.